Event description:
During the implantation of a single coil defibrillator, a boston scientific integrated bipolar pace/sense and defibrillation lead, model endotak reliance (sg-0180 59 cm) was implanted in the right ventricle. When defibrillation threshold testing (dft) was performed, the device and lead failed to successfully defibrillate the patient. The patient was subsequently shocked externally to a normal rhythm. Testing was attempted again at higher energy levels without success. It was then decided to remove this lead and proceed to implant a dual coil defibrillation lead.====================== manufacturer response for implantable cardioverter defibrillator (ICD), boston scientific endotak reliance sg ICD (per site reporter)======================no response as of the date this report was written.